Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting and chs complaint databases indicate there have been no other events for the reported lot/catalog number. The event could not be confirmed. The exact root cause of the event could not be determined as the devices were not made available for evaluation and insufficient information was received by stryker orthopaedics. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated

Event description:
It was reported that a left total hip was revised for possible loose prosthetic. Put in restoration m modular stem, completed case.

Event description:
It was reported that a left total hip was revised for possible loose prosthetic. Put in restoration modular stem, completed case.